Event description:
Additional info provided by the dr indicates pilocarpine has been prescribed to see if this will alleviate symptoms and the lens remains implanted.

Event description:
A surgeon reports that following intraocular lens implant surgery, a pt is complaining of seeing a temporal flickering/fluttering that is exacerbated by light held 45 degrees away from her line of sight. Medical records indicate the pt is not able to work or drive. The iol is well-centered in the bag with a mild posterior capsular opacity. Fundoscopic examination shows no abnormalities.